Event description:
Livanova deutschland received a report of an s5 roller pump which was found to be defective. During internal inspection, the motor control board and the pump head were found to be defective. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.